Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing and noise on the rv coil. The lead was explanted and rep laced. During the replacement procedure, the left ventricular (lv) lead was damaged by the laser sheath. The lv lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.  (B)(4).